Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: during use of chemotherapy, the product broke which resulted in leakage.